Manufacturer narrative:
Batch records have been reviewed and indicate no discrepancies related to the reported complaint issue. All required specification was met and documented within the batch records. A query was run against lot # 5a01554 for the malfunction code associated with this complaint issue which yielded 2 occurrences against this lot #. No additional information is required and the complaint can be closed. This issue will be monitored through the post market product monitoring process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted.

Event description:
It was reported that there were pinholes present in packages of dressing wrappers. The initial reporter was unable to provide the specific number of devices and/or patients impacted.